Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent graft placement procedure in a severely stenosed left cephalic arch via access through a left cephalic dialysis fistula, the tip of the delivery catheter allegedly broke and became stuck in the treatment site after deployment of the stent graft . Therefore, the delivery system was difficult to remove from the patient. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: one flair endovascular stent graft delivery system was returned. The investigation is confirmed for break as the catheter is bent 14.2 cm from the strain relief and the distal tip likely separated from the delivery system as it was not returned. The investigation is inconclusive for difficult to remove as conditions of use could not be recreated. The root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: g4 h11: h3; h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in a severely stenosed left cephalic arch via access through a left cephalic dialysis fistula, the tip of the delivery catheter allegedly broke and became stuck in the treatment site after deployment of the stent graft . Therefore, the delivery system was difficult to remove from the patient. There was no reported patient injury.